Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored two signal artifact monitor (sam) episodes containing oversensed electromagnetic interference (emi) noise across all channels and pacing inhibition greater than two seconds. However, it was difficult to tell on the electrogram (egm) whether the patient had intrinsic escape. The respiratory rate trend (rrt) feature was disabled, and the following pace impedance measurements were recorded: sensor ra ring>>can = noise, sensor ra tip>>can = noise, sensor rv coil>>can = noise, and sensor rv tip>>can = >3000 ohms. Review of the patient's chart confirmed that the patient had an unrelated procedure at the time of the episodes. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.